Event description:
A report was received from health canada's canada vigilance program which states, "infusion pump indicated 6mins left to infuse for secondary infusion. However, ~half of the oxaliplatin bag was still full. Noticed that the primary bag (250ml d5w) bag was nearly empty. Likely that the valve on the IV tubing between the port for attaching the secondary line and primary tubing faulty." There was no information on patient impact.

Event description:
A report was received from health canada's canada vigilance program which states, "infusion pump indicated 6mins left to infuse for secondary infusion. However, half of the oxaliplatin bag was still full. Noticed that the primary bag (250ml d5w) bag was nearly empty. Likely that the valve on the IV tubing between the port for attaching the secondary line and primary tubing faulty." There was no information on patient impact.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Device was not returned to manufacturing facility.